Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the 3482982 lot code and no other reports against the 206178 lot code. Review of the product code 136532720, work order (B)(4) device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information provided. No product contribution to the reported event was identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Event description:
Patient was revised to address recurring dislocations.